Event description:
It was reported that the patient with this inflatable penile prosthesis stated he feels a burning and stinging sensation in his penis. In addition, he has noted auto inflation issues after deflating the device. The physician evaluated him and confirmed he has some additional swelling; however, he needs to re-evaluate once the patient is completely healed from the implant procedure. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis stated he feels a burning and stinging sensation in his penis. In addition, he has noted auto inflation issues after deflating the device. The physician evaluated him and confirmed he has some additional swelling; however, he needs to re-evaluate once the patient is completely healed from the implant procedure. No additional information was reported.